Event description:
Additional information was received. There was resistance within the microcatheter during retrieval. The cause of the resistance, poor adhesion, and damage was not determined. The resistance was in the tip of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire observed. The distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open, it was an open straight section. Additional actions included the microcatheter was re-pushed to upper and tried to open it. However, the microcatheter could not be pushed forward in subsequent attempts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline was poorly adhered to the wall and encountered resistance in the phenom microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right supraclinoid segment of internal carotid artery with a max diameter of 4.5mm and a 6.7mm neck diameter. The landing zone was 3.6mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 9mm. Dapt (dual an tiplatelet treatment) was administered and the pru level was iia. The angiographic result post procedure showed the blood flow was smooth and the contrast agent was retained in the aneurysm it was reported that during the aneurysm dense mesh stent implantation surgery, the micro-guidewire was first used to guide the stent microcatheter into position, and then the dense mesh stent was delivered into position. The stent microcatheter was withdrawn to deploy the dense mesh stent, and after half of the deployment, it was found that the stent was poorly adhered to the wall. The microcatheter was then raised to retrieve the dense mesh stent to deploy it again, and it was still poorly adhered to the wall after the deployment. The microcatheter was then raised again to try to retrieve the stent, but the microcatheter could not be pushed, and the stent and the microcatheter were stuck together, so the entire microcatheter stent was removed from the body. After removal, it was found that the distal end of the microcatheter was accordion-shaped and the stent tip was rough. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indi cated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within plastic bio-pouch; and within an opened pipeline flex and makrsman catheter inner pouch. The pipeline flex was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~30.5cm to ~25.0cm from distal end. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the braid (frying) and catheter body (accordioning); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete to open as the braid ends were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.